Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface board was evaluated and replaced. The contacts on video controller board were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It is reported the system intermittently did not start up (no boot). There is no report of death or serious injury associated with this complaint.